Event description:
Received letter from an attorney alleging customer was injured while driving the scooter when he hit a small bump and the scooter flipped over.

Manufacturer narrative:
Device serial number not available. Device not available for evaluation. A follow-up report will be submitted should the device become available.